Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of leaking reservoir. The customer's blood glucose level at the time of incident was unknown. The customer states the leak occurred when filling. The customer will be returning reservoir for analysis and receiving replacement.